Manufacturer narrative:
The customer did not resolve the e4 error triggered by an occlusion.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The patient was not unconscious, but she was in a bad condition. The blood glucose result was 386 mg/dl on an unknown device. The patient was treated at the hospital with insulin 1 to 3 units per hour via infusion. The patient was currently still in the hospital and her planned released was this week. The doctor states that the patient was not motivated in infusion device therapy and she thinks that this event occurred because the patient did not replace the battery and was ignoring error messages and warnings about the required battery change. Therefore, the infusion device could not deliver insulin. Return of the suspect device was requested for evaluation.